Event description:
A customer contacted beckman coulter inc. (Bec) reporting that an operator was hit in her left eye by a drop of liquid from the black waste line of the needle cartridge in their coulter lh 750 hematology analyzer while trying to replace it. The operator was replacing the needle cartridge because the instrument was getting bellows not down errors while running 5c controls. Per customer, the operator had already performed a shutdown and startup and had reset the analyzer a couple of times, but was still getting needle bellows not down errors. That was when the operator decided to replace the needle cartridge and the incident took place. She was wearing a lab coat and gloves, but no face shield or goggles. After the incident took place, she flushed her left eye with water for 5 minutes. She went to the ER where the nurse had her flush her left eye again for 15 minutes. The nurse inserted an eye lens device into her left eye and flushed it with 1000 cc of saline for 20 minutes. She saw the physician afterwards, but got no further treatment. She saw her eye doctor on (B)(6) 2012, for redness and irritation, because of all the flushing and scratching from the eye lens device used in the ER and was prescribed some eye drops for the redness and irritation. Per operator, she is doing fine at this time. The operator also mentioned that blood was drawn at the ER during her visit and she will be doing another blood test in 6 months as a follow up. The unit continued to give bellows not down errors even after the customer replaced the needle cartridge. A service visit was set up.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the plastic guide for the needle lock had come loose. Fse reattached it back in position to repair the instrument. Fse verified proper needle lock cylinder/solenoid action, primary aspiration mode, startup, latron, reproduction and controls which were all within specifications. The cause for the bellows not down errors is the plastic guide for the needle lock (part of the piercing mechanism) had come loose and the cause for the waste fluid in the operator's eye is use error since the operator was not wearing protective eyewear while troubleshooting. (B)(4).